Manufacturer narrative:
Report # 9615332-2018-00144 is associated with (B)(4), biotene dry mouth gentle oral rinse mild mint solution.

Event description:
The fresh mint is too strong for her and makes her choke [choking]. She has problems swallowing and breathing [difficulty breathing]. She has problems swallowing and breathing [swallowing disorder]. It just aggravated her problems [condition aggravated]. Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6) year-old female patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash (batch number 8b008c, expiry date 20th january 2020) for dry mouth. This case was associated with a product complaint. On an unknown date, the patient started biotene dry mouth gentle oral rinse mild mint solution. On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse mild mint solution, the patient experienced choking (serious criteria gsk medically significant), difficulty breathing, swallowing disorder, condition aggravated, product contamination foreign material and product complaint. The action taken with biotene dry mouth gentle oral rinse mild mint solution was unknown. On an unknown date, the outcome of the choking, difficulty breathing, swallowing disorder and condition aggravated were recovered/resolved and the outcome of the product contamination foreign material and product complaint were unknown. The reporter considered the choking, difficulty breathing, swallowing disorder and condition aggravated to be related to biotene dry mouth gentle oral rinse mild mint solution. Additional information: adverse event information was received via call on (B)(4) 2018. The consumer reported about biotene oral rinse gentle mint that, "I'm calling on behalf of my mother. We have been using this for years and the most bottle I purchased one of the it looks like tiny wood shavings and there's one piece of brown in the bottom. When the care giver when to use it to clean my mother's mouth, she notices and there's something black on the bottom. I'm calling to find out. The fresh mint is too strong for her and makes her choke. She has problems swallowing and breathing. It just aggravated her problems."

Manufacturer narrative:
9615332-2018-00144 is associated with argus case (B)(4) , biotene dry mouth gentle oral rinse mild mint solution. Device evaluation (issue number (B)(4)) on 26 october 2018: the complete batch record review was conducted for lot 8b008c. No deviation, non-conformances, out-of-specifications or rework was found during the manufacturing and packaging review of lot 8b008c. Review of manufacturing issues from 10 september 2016 to 09 september 2018 related to formula mfc04625r found no deviations, non-conformances, rework or out-of-specifications relevant to "foreign material is found in primary packaging" complaint. Returned sample evaluation: the returned sample was received and was inspected and found to contain about 80 grams of liquid. Test: description: specification: the liquid was described as "pale yellow" in appearance, which meets product specification. Brown particles were found in the liquid but could not be identified. This foreign material does not resemble any part of the manufacturing or packaging process. The investigation could not determine the cause or source of the brown substance found in the returned sample. Results: complies. Conclusion: all documentation related to the review was found to be in compliance without any indication of any deviation, non-conformance or out-of-specification results. No evidence was found during the review that indicates the root cause of the complaint occurred during the manufacturing/packaging process. Complaint reason: unsubstantiated.

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a 85-year-old female patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash (batch number 8b008c, expiry date 20th january 2020) for dry mouth. This case was associated with a product complaint. On an unknown date, the patient started biotene dry mouth gentle oral rinse mild mint solution. On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse mild mint solution, the patient experienced choking (serious criteria gsk medically significant), difficulty breathing, swallowing disorder, condition aggravated, product contamination foreign material and product complaint. The action taken with biotene dry mouth gentle oral rinse mild mint solution was unknown. On an unknown date, the outcome of the choking, difficulty breathing, swallowing disorder and condition aggravated were recovered/resolved and the outcome of the product contamination foreign material and product complaint were unknown. The reporter considered the choking, difficulty breathing, swallowing disorder and condition aggravated to be related to biotene dry mouth gentle oral rinse mild mint solution. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received via call on (B)(6) 2018. The consumer reported about biotene oral rinse gentle mint that, "I'm calling on behalf of my mother. We have been using this for years and the most bottle I purchased one of the it looks like tiny wood shavings and there's one piece of brown in the bottom. When the care giver when to use it to clean my mother's mouth she notices and there's something black on the bottom. I'm calling to find out. The fresh mint is too strong for her and makes her choke. She has problems swallowing and breathing. It just aggravated her problems." Follow-up information was received from quality assurance 26 october 2018. The returned sample for complaint issue-(B)(4) ((B)(4)) for lot number 8b008c biotene dry mouth gentle oral rinse mild mint solution was evaluated and determined to be unsubstantiated.